Manufacturer narrative:
The failure analysis was not possible because the unit involved in the reported event will not be returned for evaluation. The reported condition described as ¿cfs leak¿ could not be confirmed. The customer did not provide information about the lot number of the product related to this event. Thus, the root cause is undetermined. Possible complications, as csf leak, can occur with any neurosurgical procedure as recognized in the adverse events section of the IFU.

Event description:
A customer reported that the id2201i duragen 2x2 1 pack ce was used during a nasal (transsphenoidal) surgery for pituitary meningiomas on (B)(6) 2019. The duragen used inlays and overlays for bone formation however, the inlay duragen was not completely covered so attention was paid to postoperative course. On (B)(6) 2019, a cerebrospinal fluid (csf) leak occurred and pituitary repair was performed in an emergency operation using duragen. As of (B)(6) 2019, there is no problem with progress. Additional information has been requested but no other clinical information was provided.